Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right ventricular (rv) lead the lead perforated the myocardium. The patient developed cardiac tamponade, pericardial effusion, nausea and a decline in blood pressure and then went into cardiac arrest. Pericardiocentesis was performed but was unsuccessful. The patient recovered and the remainder of the pacing system was successfully implanted. The lead remains in use. No further patient complications have been reported as a result of this event.